Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the device longevity was lower than anticipated after the leads were connected to the device. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.